Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer also had failed battery test alarms. Troubleshooting was not completed for all the pump issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Device passed unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).